Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached over 600 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given insulin, fluids and antibiotics. The pod was worn longer than 48 hours on the leg. The pod was discarded. The patient was discharged after 4 days.